Event description:
Complainant alleged that medics attempting to resuscitate a patient (age and gender unk) in cardiac arrest but the device returned a "no shock advised" for a ventricular-fibrillation heart-rhythm. Additional patient analysis returned "ECG too large" and "ECG too small" messages. There was no indication from the complainant of any adverse effect on the patient as a result of the reported malfunction.